Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is ongoing, and a supplemental report will be filed when results are obtained.

Event description:
An offset reamer handle used in makoplasty total hip arthroplasty procedures with the robotic arm interactive orthopedic system (rio) was returned to mako surgical with a report of metal shaving debris coming from the handle. No metal was observed to have come in contact with the surgical site.